Manufacturer narrative:
Device has not been returned for evaluation. Concomitant medical products: unknown zfx abutment - no item number and/or lot number was provided.

Event description:
The doctor's office reports that patient was presented with a loose crown and abutment for the first time on (B)(6) 2016. The restoration was placed (B)(6) 2013. The screw was accessed and re torqued. The screw became loose again and re torqued. The third time screw appeared stripped and the abutment was not seating. The supra structure was removed on (B)(6) 2017. The customer stated that there was an injury as a result of the event to the soft tissue. Also the patient has had bone exposure at the implant margin due to loose crown and needs to heal. The customer also reports bone loss, delayed healing, inflammation and pain.

Manufacturer narrative:
The unknown abutment and abutment screw were returned to manufacture for evaluation and it was verified that the devices were not zimmer biomet products. Medwatch report # 0001038806-2017-00199 that was submitted to the FDA on 8-may-2017 was submitted in error. No further reports will be submitted for this event.